Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Follow-up #1: date of submission 11/06/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2013 with the following findings: the keypad was found to be intact; no damage was observed. During testing the ok and contrast buttons were found to be unresponsive; all other buttons responded appropriately. The keypad was removed and there were no damaged/misaligned contacts found. No evidence of contamination was found under button contacts. A leak test was performed which revealed a leak at a crack in the pump case. The pump was opened and moisture damage found on the internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.